Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, switch 1 and 2 failure, insertion tube dent, control body wet, scope connector wet, bending section cover pinhole, distal end plastic chip, and no image were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii bronchovideoscope is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector during user handling of the device, which likely caused abnormality in electrical components and an error code was displayed. However, the specific root cause could not be determined at this time. The event can prevented by following the instructions for use (IFU) "inspection of the endoscopic image.¿. Olympus will continue to monitor field performance for this device.